Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that the left ventricular lead dislodged, possibly due to the patient's anatomy. The lead was removed and replaced with an epicardial lead. No patient complications have been reported as a result of this event.